Manufacturer narrative:
It was reported that mesh was implanted due to cystocele, rectocele and stress urinary incontinence with concurrent cystoscopy. It was also reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other problems. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. On (B)(6) 2009 the patient had the pinnacle pelvic floor repair kit and bard avaulta plus posterior were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced stress urinary incontinence, cystocele, and rectocele. It was reported by an attorney that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.